Event description:
Customer received a false negative result on (B)(6) 2022 using the cue covid-19 test for home and over the counter (otc) use cartridge sn (B)(4), lot 21681m, reader sn (B)(4). Customer tested positive with binaxnow and ihealth antigen tests on an unknown date (frequency not provided). The customer experienced multiple symptoms and confirmed wife tested positive. Cartridges were stored according to the instructions for use.

Manufacturer narrative:
Response to device evaluated by MFR device evaluated by manufacturer: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false negative test and a member of the technical support group was able to perform data analysis. The complaint history was reviewed and there were two similar complaints against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. A technical support representative reviewed customer data and performed data analysis. False negative results were reproduced during the investigation. The issue was monitored by technical operations, however, further root cause analysis of false negative results did not provide additional information. Root cause is undetermined.